Manufacturer narrative:
Date of implant is unknown but surgery happened in (B)(6) 2006. Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that: on an unknown date the patient went for an office visit due to shooting pain from mid to lower back. The surgeon recommended surgery. On an unknown date in (B)(6) 2006 the patient underwent fusion surgery using rhbmp-2. Post-op, the patient noticed he now had numbness in his legs and was in more pain than prior to surgery and his leg numbness hinders all aspects of his daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.